Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. The customer consumed carbohydrates and received assistance from their husband, who provided apple juice, to address the situation. Technical support assisted the customer with updating the pump time and advised them to monitor any future discrepancies. The customer understood the guidance provided.